Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a retractor band was the issue, preventing the drawer from opening. A field service engineer checked all other cable seating, replaced the silicone keyboard cover, and placed a bumper at the rear of the device to protect the communication sled. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was unable to stay closed. The customer reported that there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.